Manufacturer narrative:
The customer ordered replacement part without device evaluation.

Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a failure of the ECG trunk cable. There was no reported patient incident/injury.